Event description:
It was reported that the patient was experiencing an increase in seizures. It was also stated the patient's battery was low. It was reported the generator was replaced for prophylactic reasons, however no pre-operative battery status or diagnostics were provided. The explanted device has not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
Pre-operative diagnostics for the replaced generator were received. Also, information was received from the patient's neurologist that the patient's seizures were at a minimum prior to the generator replacement. No additional or relevant information has been received to date.